Event description:
It was reported that the clip jammed.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. The staples appear properly aligned. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 29 staples left in the cover block indicating that at least (B)(4) staples have been fired by the end user. The staples were measured at the manufacturing site. The staple dimensions were found to be within specifications. Reference tc1900077451 tecate investigation for manufacturing site investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple fired properly. This was repeated two more times with the same result. On the fourth attempt, no staple fired. Multiple attempts were made until finally a staple fired. The next staple also fired properly. On the following attempt, no staple fired. The shuttle was manually adjusted , and the following five staples fired properly. However, the 6th staple fell out and was unformed. The sample was sent to the manufacturing site for further investigation. Upon investigation, the remaining staples fired properly , and no functional issues could be found. It could not be determined why the stapler could not consistently fire staples properly. Reference tc1900077451 tecate investigation for manufacturing site investigation. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined why the stapler could not consistently fire staples properly. The reported complaint of "misfire/jam - staples not releasing" was confirmed based upon the sample received. Initially, the stapler could not consistently fire properly. Upon further investigation at the manufacturing site, the remaining staples from the returned device fired properly and no functional issues could be found. No errors could be found in the assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Staplers are 100% inspected for firing at the time of manufacturing assembly. Therefore, it could not be determined why the stapler could not consistently fire staples properly. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73f1900325 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip jammed.